Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a - implant date: 2005 (year only received) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g2.

Event description:
Patient reported "rupture." Healthcare professional later reported "intracapsular rupture." This record is for right side. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.